Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 16oct2019 a patient (pt) in (B)(6) reported left eye (os) discomfort, swelling, redness and discharge while wearing the acuvue® oasys® brand contact lenses (cls) in 2019 after 2-5 days of wear. The pt removed the suspect lens and noticed the os lens was torn. The pt went to the eye care provider (ecp) and was diagnosed with ¿bacteria on os¿ and prescribed an antibiotic medication, but the details were unknown. The date of the event is reported as 2019. The pt reported daily lens wear with a 15-day replacement schedule. The pt used biosoak solution to disinfect the lenses. The pt will try to schedule an appointment with the ecp for (B)(6) 2019. On 17oct2019 a call was placed to the pt and additional medical information was provided. The pt reported the event was approximately 1 ½ months ago and is unable to recall event date details. The pt reported os eye pain, like something was ¿poking¿ the eye, and the vision became blurry while wearing the os suspect cls. The pt reported when the lens was removed from the os, the lens was torn. The pt reported the ecp advised the os was ¿very inflamed and it could be due to bacteria.¿ the pt reported the diagnosis was not conjunctivitis. The pt was prescribed an eye drop (details were unknown) every 8 hours for 7 days and a ¿solution¿ to wash the os. The pt reported the os was better within 1 week of using the eye medication. The pt did not return to the ecp for a follow-up visit and reported is out of cls. The pt has not returned to cls wear and is currently wearing glasses. The pt will provide the medical report on return visit to the ecp. Multiple calls were placed to the pts treating ecp for additional medical information, but nothing additional has been received. This os event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. The os suspect cls was discarded by the pt. No evaluation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003cnv was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.